Manufacturer narrative:
(B)(4). Initial reporter occupation: (B)(6). Component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the recovering following removal of depuy pinnacle hip due to complications including pseudotumor. Doi: unknown. Dor: unknown. Affected side: unknown.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot - a manufacturing record evaluation was performed for the finished device product code:157011150 lot number:d2thf1, and no non-conformances / manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records were received and stated that on (B)(6) 2022, patient had a revision for right total hip replacement due to metallosis and localized fluid collection. Operative reported a darkish staining of metallic wear debris noted in anterior portion of acetabular device.

Event description:
Medical records received. Patient was revised due to the following pathologic findings: cyst, corrosion; metallosis. There was metallic staining at the base of the trunnion. Doi:(B)(6) 2009 - dor: (B)(6) 2022 (right hip).

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b1 (product problem), b5, d6a, h6 health effect - clinical code if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h6 medical device problem code.